Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right atrial and left ventricular leads exhibited no capture. Lead dislodgement was suspected on both leads. The left ventricular lead later exhibited capture. The right atrial lead was programmed off. The patient's right atrial lead was capped and replaced on (B)(6) 2017. The patient was stable throughout.